Event description:
After a small hernia repair with ethicon prolene mesh in (B)(6) of 2006 I became increasingly sick and in pain. By (B)(6) of 2007 I had lost 30 lbs and was unable to work any longer. The mesh was removed in (B)(6) of 2008. The mesh had crumpled up and twisted inside of me and had done enough damage that it required the removal of my right testicle. Because of the size of the hole, a kugel small oval was implanted. Since that time I have had varying degrees of pain in the surgical area as well as developing infections, abdominal swelling and intestinal problems. My life as I knew it is gone because of these meshes. I will be in pain for the rest of my life according to the dr's that have treated me. Combined with the damage done by the prolene mesh and now with my body fighting the kugel mesh, I am having to try to get on supplemental security income because I can no longer work in my profession (B)(6). Dates of use: (B)(6) 2008 - (B)(6) 2012 (still implanted). Reason for use: right inguinal hernia. Repair of site after prolene removal.